Event description:
It was reported that the patient experienced six bent cannula issues event on (B)(6) 2026, (B)(6) 2026. The site of insertion was abdomen, and the infusion set was in use for few hours. Due to the event, patient subsequently went emergency room due to high blood glucose level measuring 30 mmol/l and was treated with correction injection via multiple daily injections and intravenous fluids of saline and insulin. The patient replaced infusion set and resumed insulin deliveries successfully. The patient released from the emergency room on (B)(6) 2026.

Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.